Event description:
It was reported on (B)(6) 2012 that the patient experienced a surging sensation immediately after his implantable neurostimulator (ins) was turned on. Soft start was currently enabled at 4 seconds long. It was unknown how long the patient felt the strong stimulation sensation when the ins was turned on. The surge was in the paresthesia area (low back and bilateral leg pain indication). The adaptive stimulation (as) feature was not active at the time. The complaint was heard at the patient's appointment to turn his as on. The patient was programmed with the as enabled. While leaning against his truck, the patient's ins turned off on its own. The patient turned on the battery and stated that everything was ok. It was later noted that the patient was welding with a mig 110 volt welder when the ins shut off. Additional information received on (B)(6) 2012 reported that the patient's stimulation was turning off. The manufacturer representative had just met with the patient during the previous week to activate the ins and as feature. There were no issues with the stimulation cutting off while reprogramming, but there were issues before and after the programming session. The most recent occurrence happened on (B)(6) 2012; stimulation issues had happened twice since then. The patient's ins went off for about 50 minutes before coming back on again. The patient did not carry his patient programmer (pp) with him, so he was unable to check his ins's status or confirm that it was on using the pp. Additional information received on (B)(6) 2012 reported intermittent stimulation. The patient experienced a loss of therapeutic effect. The patient's stimulation shut off for a few minutes. Sometimes the ins would start up by itself; other times, the patient had to use his pp to turn it back on. The patient experienced this before his as was enabled. The patient also experienced his stimulation 'jumping way up' too high while walking and had to turn it down with his pp. An impedance test indicated that all values were between 900 and 1100 ohms. The patient believed that the last time this had occurred was (B)(6) 2012. Patient felt that 'this is a bad battery.' It was planned that the patient's device would be shut off and that the manufacturer representative would send in the 8870 (diagnostic card for the physician's programmer) to the manufacturer for analysis. Additional information received on (B)(6) 2012 reported the patient experienced an overstimulation sensation. Using his pp, the patient checked his ins and read that it showed the correct 2.0 volts setting with no error codes. Patient still felt it was stronger despite nothing changing; his feeling was a lot stronger that 'what 2.0 v felt like before.' It was noted that the impedance testing performed the day previous actually yielded values within the 800 to 1050 ohms range, with no values above 1100 ohms 'to be exact.' No device malfunctions were apparent; the cause of the issue was not determined. The patient's as feature was disabled. The patient was instructed to hit the sync button on the pp whenever the issue occurred again in order to facilitate diagnosing if the amplitude value changed on the pp or if an error message appeared. Later in the afternoon, approximately 3:15 p.m., the patient's stimulation got intense/surged again and remained intense. The patient obtained his pp and hit 'the black button on the side.' Th e patient read an amplitude of 2.0 volts, despite still feeling that the stimulation was stronger than it usually was. The ins had not turned off since the day previous. The patient had stimulation coverage, but was concerned about the surging and the ins turning off. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient was not planned for any further interventions other than reprogramming. The patient was scheduled to meet with a manufacturer representative on (B)(6) 2012 for reprogramming. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received indicated that the patient was reprogrammed on (B)(6), 2012 by the manufacturer's representative and was now getting "good" stimulation from the implantable neurostimulator (ins). The patient stated that they have not had any further incidents of the stimulation turning on and off. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3550-39, lot#: n319575, implanted: (B)(6) 2012, product type: accessory. (B)(4).